Manufacturer narrative:
This device is not being returned for investigation as it was discarded. The lot number was not provided. Therefore, the date of manufacture is unknown.(B)(4)

Event description:
It was reported by a customer that, the mallinckrodt tracheal tube was found to be too long and needed to be cut shorter when used in neonatal intubation.